Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter was displaying a ¿mem¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication (metformin, 500 mg), diet, and exercise and continued with her usual dose of medication in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient reported developing symptoms of ¿sweaty and lost vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.